Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a booting issue. Multiple error codes were found in the log file. It was also noted that the flex cable to display was worn (display fading), media door was damaged, serial number cord bay in bad condition, stylus tip was worn but functional, vvi button was not responding, keyboard slide-rail left and front-latch were broken, handle cracked, paper drawer was missing release handle and was nearly empty, bullets assay was broken, bezel had some damage (considered acceptable) and the company logo button was broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a booting issue. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.